Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-/final-report.

Event description:
It was reported that: "the patient has a left lung cancer and severe pneumonia caused respiratory failure. He entered ICU on (B)(6) 2019, and was given a continuous ventilator to assist breathing. In ippv mode, vt: 400ml, frv: 16 times / min, peep: 10mbar, the vital signs of the patients were basically stable. (B)(6) 2019, the ventilator gas atomization and the vt capacity of the ventilator was not constant, and the actual vt was less than 100ml. It was successful after trying to correct the flow sensor (including replacing the brand-new flow sensor) for the fifth time, but still showed that the capacity was not constant. Event cause analysis: product causes (including instructions, etc.), patients' own reasons, can¿t be determined. Event cause analysis description: do not rule out product quality problems, inform the manufacturer to further find the cause. Preliminary treatment: in order to eliminate the risk of airway obstruction, try to give manual ventilation, the pressure is not high, give fiberoptic bronchoscopy, the airway is unobstructed, there are more bloody secretions in the airway, throughout the process, the patient's blood oxygen saturation gradually decreased to 36%."

Manufacturer narrative:
It was reported that a patient passed away who already suffered from left lung cancer, severe pneumonia and who was already being ventilated with an evita xl for over 2 weeks. The device log file was checked for the reported event on (B)(6) 2019. However only entries starting on (B)(6) 2020 have been logged. The available log data indicates several alarms pointing to a disturbed flow measurement. This corresponds with the reported deviation in vt measurement. The given information also indicates that a 3rd party flow sensor and not an original draeger flow sensor was used. No support and proper flow measuring function can be guaranteed by draeger if such sensors are used in connection with a draeger ventilator. In addition it was reported that at the time of ventilation nebulization was performed. According to the instruction for use the measuring function of the flow sensor may be impaired by medical nebulization. It can be concluded that there was no malfunction of a dräger product which contributed to the patient outcome. The ventilator did not stop ventilating and behaved as specified by alarming for a disturbed flow measurement which was caused by the usage of unapproved accessories and/or nebulization.

Event description:
Please refer to the initial report.